Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. In addition, a blood glucose (bg) level of 48 mg/dl was reported, the cause of the low bg was unknown. Customer's blood glucose level was 142 mg/dl at the time of the reported event. During follow up with the customer the malfunction alarm was cleared and insulin delivery was able to be resumed.